Event description:
It was reported that the patient had muscle stimulation in the right chest. The atrial lead had no sensing and no capture. A chest x-ray showed that the atrial lead was pulled all the way out of the heart and was in the superior vena cava. The atrial lead was explanted and was replaced. It was also reported that a little tautness was noted in the ventricular lead as well. It was suspected that both leads were pulled back due to possible extensive motion of the left arm. The ventricular lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.